Event description:
The customer reported a frozen screen and a high blood glucose reading of 480 mg/dl. Troubleshooting was performed, but the issue was not resolved. Advised to remove the battery for two hours and call back if the issue continues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.